Event description:
Please refer to the attached voluntary medwatch report (B)(4) for the original description of the event.

Manufacturer narrative:
This report is related to MFR report 2017233-2013-00219.